Event description:
This event was also reported under manufacturer report # 3004209178-2013-11850 [it was reported that a low reservoir and an empty reservoir alarm occurred]. Any additional information received regarding the low and empty reservoir alarm will now be reported under this manufacturer report number. The device system was used to deliver dilaudid, bupivacaine and baclofen. It was later reported the empty reservoir occurred because the patient¿s alarm date was (B)(6) 2013 and she did not have an appointment until (B)(6) 2013. It was reported from chart notes, it appeared the patient was attempting to find another health care provider (hcp) to manage the pump as her insurance had changed and the current hcp was not contracted with the new carrier. The pump was successfully refilled after the empty reservoir alarm had occurred. Symptoms related to the empty reservoir included the patient¿s pain control had decreased; no other side effects were noted. The patient planned to follow up with another hcp prior to her next alarm date.

Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8781, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).